Event description:
During an in-clinic follow-up, the device went into backup vvi (bvvi) mode during a firmware download to connect to the mobile application. The device was reprogrammed to resolve the bvvi but the device was unable to be interrogated using radiofrequency (rf) telemetry. No further intervention has been performed. The patient is stable.